Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was reported that the atrial lead exhibited noise episodes that resulted in atrial tachycardia and atrial fibrillation episodes. The noise was reproducible with isometrics. The device was successfully reprogrammed. The patient was stable throughout the event and will continue to be monitored.